Event description:
It was reported "as a result of the failure the bio patch was saturated and fluid was leaking from the site." Additional information was requested but was not available at the time of this report. No patient injury was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "as a result of the failure the bio patch was saturated and fluid was leaking from the site." Additional information received 26-apr-2023 indicates the product failure as "the clamp did not secure the line and it moved out". It was also reported that the catheter was inserted in the right jugular vein and was in place for 2:35 minutes. The patient required another central line insertion procedure. The condition of the patient was reported as "deceased". Additional information received 25-may-2023 indicates the patient's cause of death was septic shock and the date of death was (B)(6) 2023. It was also reported that there was no patient injury related to the device. The device did not cause or contribute to the patient's death. The time interval from when the issue was detected to the patient's death was 9 days.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use in the form of biological material were observed on the catheter body. The biobatch dressing (m-05500-010) provided with the kit was adhered to the catheter body. Visual analysis of the catheter revealed that the box clamp assembly was returned and attached to the catheter body. It was observed that the box clamp was located towards the distal end of the catheter body. No damage, defects or anomalies were observed with the catheter, box clamp or securement site wings. It cannot be determined if the catheter was secured via sutures to the catheter body juncture hub (primary site) or the box clamp (secondary site). The catheter length measured 167mm, which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter outer diameter measured 0.097", which is within the specifications of 0.094"-0.098" per the catheter extrusion product drawing. The clamp catheter inner diameter measured 0.088", which is within the specifications of 0.088"-0.092" per the catheter product drawing. The inner diameter of the clamp fastener measured 4.4958mm, which is within the specification limits of 4.32mm-4.57mm per the clamp fastener product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The catheter juncture hub was secured within a vice and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev04, generation 1 combinations of the clamp/fastener for catheters up to 7fr should sustain a withdrawal force of = 2n (0.44 lbs). The box clamp assembly was pulled in direction of the catheter body to 0.44 lbs. No movement was observed. Two device history record reviews were performed based on the potential lot numbers identified by the customer, and no relevant findings were identified to suggest a manufacturing related cause. The IFU informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The customer report of a catheter migration could not be confirmed through complaint investigation of the returned sample. The catheter was returned with the box clamp secured to the catheter body; however, no determination could be made about whether the catheter was secured using primary, secondary or both securements sites. Functional testing confirmed no movement on the box clamp assembly and a device history record review performed on potential lots provided by the customer did not reveal any issues to suggest a manufacturing related cause. It could not be determined if the box clamp or the juncture hub suture wings were secured. Therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.1.-brand name corrected to arrow pi cvc kit: 3-l 7 fr x 16 cm agb section d.4.-catalog# corrected to cdc-42703-xpn1a.